Manufacturer narrative:
The investigation into the access site bleeding ¿ major issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was determined to be anticoagulation management because the anticoagulation not ordered and kept on hold due to bleeding concerns at the insertion site the previous night to achieve hemostasis. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 65-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient developed bleeding from their access site during impella 5.5 support. Anticoagulation was put on hold in response to the condition. The bleeding was noted to have resolved and support with the implanted pump was maintained.